Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed a battery voltage of 2.66 v with a charge time 22.3s. The charge time had increased since the previous visit of 14.7s. Since the charge time had increased significantly, there was a concern of a battery malfunction. A manual capacitor reform was performed and the charge time had decreased to 21.8s. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.